Event description:
It was reported that the right ventricular lead exhibited loss of capture, under sensing and high thresholds. A lead reposition would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.